Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused dry cough since (B)(6) 2021 and dry mouth since 2020. The patient did report to receive medical intervention and was prescribed syrups that have not helped. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused dry cough since november 2021 and dry mouth since 2020. The patient did report to receive medical intervention and was prescribed syrups that have not helped. The device was returned to the manufacturer's quality product investigation laboratory for investigation. No unusual noise or odor was observed during operational testing. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. In secondary findings found dust-like, fibrous, and other unknown contamination was observed on and around the iso port. Observed an unknown brown colored contamination and fibrous contamination on the top enclosure, under the right and left-side accessory doors and at the seam locations of front and rear panels. Observed an unknown gray contamination at the air inlet of the blower box at the filter location. Observed a light gray non-uniform film of unknown contamination throughout the inside of the enclosure. This light gray film can be smudged. Observed a white/tan residue, consistent with mineral deposits or dried liquid spots on the bottom of the blower motor and throughout the blower box interior, indicating potential water ingress. Observed a black contamination, consistent with keratin, at the air outlet of the blower box, observed a fine white dust like contamination on the top and bottom of blower motor and on the inner rim of the blower motor air intake. Observed a fine white dust-like and hair-like fibrous contamination on the blower outlet seal. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found one error codes. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam. Found evidence of potential water ingress into the blower box. Confirmed the presence of multiple contaminants, inconsistent with degraded sound abatement foam in/on the device. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device.